Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was updated with additional information that has been received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reprocessing was done in accordance with the instruction manual. The definitive root cause of the foreign material could not be determined. It is possible that the foreign material was larger than the inner diameter of the air and water nozzle and became clogged. The foreign material could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The problem was first noticed during reprocessing after a diagnostic procedure that was completed without delay with the same device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness was not maintained due to a hole in the curved rubber, the bending angle was insufficient, the angle knob had play, the insertion tube was scratched, the insertion tube was wrinkled, the nozzle was clogged with foreign material, the tip cover was scratched, the adhesive of the objective lens was coming off, suction was insufficient due to abrasion of the suction cylinder, the suction cylinder was scraped, the scope connector had liquid leakage, the scope connector was scratched, the operation part was scratched, the insertion part of the corrugated tube was scratched, the switch box was scratched, the operation unit cover was scratched, the up/down knob was scratched, the up/down angle fixing lever was scratched, the right/left knob was scratched, the grip was scratched, the universal cord was scratched, the universal cord was wrinkled, the scope connector side of the universal cord was scratched, the scope connector cover was scratched, and the right/left angle fixing knob was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a pinhole on the bending sheath cover. Inspection and testing of the returned device found a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.